Event description:
According to the reporter: procedure: diverticulitis. It was a difficult case - diverticulitis - with a thickened proximal colon. The user hand sewed the pursestring, which is his usual and customary practice. The proximal colon came down easily. Surgeon fired the stapler, but couldn't remove it after flipping the anvil as directed. After grabbing the distal colon rectum, the anvil was found outside the rectum. The distal donut was ok, but the proximal was not looking right. The firing was halfway, so the anterior staple line was good, but the posterior proximal colon was not done properly. The anastomosis was re-done and manual suturing was used to safely resolve the issue. Ultimately, the patient ended up with a colostomy and will require re-operation to restore intestinal continuity. No further information is available.